Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation, the patient had refractive error, large myopic surprise and astigmatism. The lens was removed and replaced with another lens in a secondary procedure. The clinical reason for explant was inadequate vision without spectacle and anisometropia. Additional information was requested, but no further information is available.